Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned with the firing mechanism damaged and with no cartridge reload present. No functional testing could be performed due to the condition of the device. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on motor, bulk contacts and pcb board, leading the knife not to move forward. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
(B)(4).